Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable insulation had a nick in it (torn). Analysis also found the rf head lens on the upper case was cracked and the rf head label back coating was missing. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.